Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 250 mg/dl. Pump system check was performed with the customer and blockage could not be identified. Reportedly, after changing the cartridge and infusion set, pump therapy was resumed. Occlusion did not reoccur.